Manufacturer narrative:
An event regarding setting time involving simplex p with tobramycin cement was reported. The event was not confirmed. Device evaluation and results: visual inspection was performed on three retained samples while mixing the cement product, no unusual characteristics were observed during the mixing. It was also stated that the cement was seen to have a homogeneous appearance. Functional testing was performed on three retained samples to verify the doughing time, working time and setting time of the product. The attached laboratory report show that the samples met the required specification for the test. Medical records received and evaluation: not performed as no medical records were provided. Device history review: bmr review indicated that all product was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the investigation concluded that the reported setting time issue cannot be confirmed. The mixing properties of the retained samples of the reported lot code were tested and show that all required specifications are met. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerization reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder & liquid and care to avoid inclusion of any extraneous material such as blood or sterilization solutions into the mix. Mixing process/technique issues are highlighted in the or handbook. Based on the laboratory results of the retain samples it is not possible to replicate this event. No further investigation for this event is possible at this time. If additional information becomes available this investigation will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2014 the patient underwent a right hip hemiarthroplasty and right periprosthetic open reduction and internal fixation using stryker's simplex bone cement with tobramycin. It is further alleged that during the surgical procedure the bone cement hardened much too quickly causing surgical complications and injuries to patient. Including but not limited to, an intraoperative right femoral fracture which required additional surgical intervention to repair.

Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation, no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Not returned to the manufacturer.

Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2014 the patient underwent a right hip hemiarthroplasty and right periprosthetic open reduction and internal fixation using stryker's simplex bone cement with tobramycin. It is further alleged that during the surgical procedure the bone cement hardened much too quickly causing surgical complications and injuries to patient. Including but not limited to, an intraoperative right femoral fracture which required additional surgical intervention to repair.